Event description:
The user facility reported that water was leaking from their system 1e. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the system 1e and observed vertical cracks on the big blue filter housing. The technician replaced the big blue filter housing, ran a diagnostic and processing cycle and returned the system 1e to service.